Manufacturer narrative:
Correction: h1 is malfunction. H5 is no. H5 is fracture. H8 is reuse.

Event description:
During a revision surgery, a broken part of the trial offset with locking system remained blocked in the puncher during the surgery. The broken part is a metal crown of the offset trial. The issue caused 30-45 min of delay in the surgery.

Manufacturer narrative:
Batch review performed on 01 september 2023: lot 2259675: (B)(4) items manufactured and released on 05-apr-2023. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review. Visual inspection performed by r&d manager: the visual inspection confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. A new modification request (B)(4) has been opened to improve the locking system between the two components of the trial offset. Specific test to simulate the trial extraction will be performed before to release the new version. Other device involved: gmk hinge 02.07.10.3515 puncher #3/4 revision lot 1412528: (B)(4) items manufactured and released on 02-feb-2015. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review.